Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) for an episode of sinus ventricular tachycardia that was detected as ventricular tachycardia (vt). Two weeks later, the patient was visiting a friend when they experienced palpitations and then a "severe shock" from their implantable cardioverter defibrillator (ICD). They noted their "whole body felt shaky". Upon interrogation, it was determined the patient had been treated for a ventricular tachycardia (vt) episode but the rhythm was suspected to be sinus tachycardia. The anti-tachycardia pacing (atp) and shock were suspected to be inappropriate. The patient was hospitalized and reprogramming was completed. The device remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.